Event description:
The end user reported she has experienced peristomal irritation under the eakin cohesive seal. The end user has consulted an ostomy nurse and has crusted the skin prior to application; however, the irritation has persisted. Recently, the end user consulted a dermatologist and was prescribed kenalog spray. The area has reportedly improved with the use of the prescriptive corticosteroid spray.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.